Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that patient was unable to communicate and the battery was dislodged. They tried to connect but could not. Cause was not determined. Patient had discomfort/soreness/pinching/ache/pressure. Patient had a return of baseline urinary incontinence and swelling. The patient had a revision on (B)(6) 2022 and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.